Event description:
End user alleges while operating the motorized wheelchair she was struck by a motor vehicle. Allegedly, as a result of the incident the end user was hospitalized.

Manufacturer narrative:
No malfunction suspected. According to the police report the end user was operating the motorized wheelchair, after dark in the roadway, in violation of (B)(6). The owner's manual warns, "to avoid serious injury or death from being struck by a motor vehicle, when driving your power wheelchair near traffic: obey all local pedestrian traffic rules".